Event description:
The user facility reported that one of the device's wheels fell off. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). It there was a recurrence of a wheel/caster falling off of the device, it could lead to the device falling over and hitting a pt or staff member, which could cause a serious injury. Additionally, if a wheel/caster were to fall off of the device and the device falls and disconnects an arterial catheter (measuring invasive blood pressure) from a pt, medical intervention would be necessary to preclude impairment. The user facility advised the device MFR that, because they needed to use the device immediately, they wanted to fix the wheel/caster that fell off. The device MFR sent the user facility instructions on how to fix the wheel/caster. The instructions sent to the user facility were the same as those outlined in the mandatory fco previously issued by the device MFR; see below for further info. The device MFR followed up with the user facility after their initial report and the user facility indicated that they were able to repair the wheel/caster that fell off by using red loctite on the wheel/caster to hold it in place (as instructed in the fco). The user facility indicated that the wheel/caster that they repaired was functioning properly and that they have had no other problems with it since the repair was made. A field service engineer (fse) was also dispatched to the user facility. Since the device has a total of four wheels/casters, the fse evaluated the device and applied loctite to the mounting bolts on the other three wheels/casters of the device. All repair activities were performed as illustrated in the mandatory field change order (fco), which was previously issued to correct devices in the field. The fco was issued prior to the occurrence of the event outlined this report, but the user facility's device had not received the update as of the date of this event. Us FDA was initially notified of the fco on (B)(4) 2010. The problem occurred because the serrated nut holding the wheel/caster in place became loose and fell off as the result of external vibration or bumps. To correct the issue, loctite adhesive was applied to all devices in distribution per (B)(4). There have been no reports of deaths or serious injuries due to this issue. No add'l investigation or action is warranted at this time.